Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt's ipg pocket incision re-opened. Surgical intervention was undertaken to close the incision and no signs of infection were observed. Following the procedure, communication could not be established with the pt's ipg via the programmer. It was later determined that the ipg was in sleep mode. After the wake-up protocol for the device was performed, effective stimulation was recaptured for the pt. No further complications have been reported.